Event description:
Customer reported that pump powered down on its own without being programmed to do so. No additional information was received regarding the outcome of the event. Customer declined further troubleshooting.